Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. Plaintiff reported to her healthcare provider that she was experiencing severe pain and bleeding. On or about (B)(6) 2011, she saw her physician and underwent a bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was experiencing severe pain and bleeding. She underwent a bilateral salpingectomy, two and a half weeks after essure insertion. The events, seen as pelvic pain and genital hemorrhage, are anticipated in the reference safety information for essure.considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded.this case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was experiencing severe pain and bleeding. She underwent a bilateral salpingectomy, two and a half weeks after essure insertion. The events, seen as pelvic pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("perisalpingitis"), septic shock ("septic / septic shock"), sepsis ("sepsis"), fallopian tube abscess ("fallopian tubes abscessed leaking pus all over my intestines"), hypovolaemic shock ("hypovolemic"), abdominal adhesions ("lysis of adhesions / abdominl surgery"), genital haemorrhage ("bleeding / abnormal bleeding") and peritonitis ("peritonitis") in a (B)(6) year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2003, (B)(6) 2011), cystitis and haemorrhage in pregnancy. Previously administered products included for birth control: mirena from 2005 to 2010. Concurrent conditions included obesity, fever, pain in cervical spine, chronic rhinitis, migraine without aura, allergic reaction to analgesics, drug hypersensitivity, sulfonamide allergy, general anesthesia, drug hypersensitivity, allergic reaction to antibiotics (lorabid, penicillin, sulfa, morphine, adhesive tape), nonsmoker, tachycardia and uti. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2011, the patient experienced hypovolaemic shock (seriousness criterion medically significant), abdominal adhesions (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced septic shock (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and cystitis ("increased bladder infections"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, sepsis (seriousness criterion medically significant), fallopian tube abscess (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (lysis of adhesions). Essure was removed on 1(B)(6) 2011. At the time of the report, the salpingitis, septic shock, sepsis, hypovolaemic shock, abdominal adhesions, genital haemorrhage, peritonitis, vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and cystitis outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube abscess, fatigue, female sexual dysfunction, genital haemorrhage, hypovolaemic shock, menorrhagia, peritonitis, salpingitis, sepsis, septic shock, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well.right essure coil (removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. (B)(6) 2011:impression: no sonographic abnormalities are seen within the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records salpingtis, abdominal abcess¿ most recent follow-up information incorporated above includes: on 29-jan-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), increased bladder infections, apareunia (inability to have sexual intercourse),bladder or urinary problems or changes, nickel allergy,dysmenorrhea (cramping), lysis of adhesions,dyspareunia (painful sexualintercourse,fatigue,septic,hypovolemic,peritonitis,abdominal pain, salpingitis are added. Lot number added. Lab data updated. Condomitant condition and drug are added. Historical condition and drug are added. Product, patient and reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("perisalpingitis"), septic shock ("septic / septic shock"), sepsis ("sepsis"), fallopian tube abscess ("fallopian tubes abscessed leaking pus all over my intestines"), hypovolaemic shock ("hypovolemic"), abdominal adhesions ("lysis of adhesions / abdominl surgery"), genital haemorrhage ("bleeding / abnormal bleeding") and peritonitis ("peritonitis") in a (B)(6) year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2003, (B)(6) 2011), cystitis and haemorrhage in pregnancy. Previously administered products included for birth control: mirena from 2005 to 2010. Concurrent conditions included obesity, fever, pain in cervical spine, chronic rhinitis, migraine without aura, allergic reaction to analgesics, drug hypersensitivity, sulfonamide allergy, general anesthesia, drug hypersensitivity, allergic reaction to antibiotics (lorabid, penicillin, sulfa, morphine, adhesive tape), nonsmoker, tachycardia and uti. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2011, the patient experienced hypovolaemic shock (seriousness criterion medically significant), abdominal adhesions (seriousness criteria hospitalization and intervention required) and peritonitis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced septic shock (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and cystitis ("increased bladder infections"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, sepsis (seriousness criterion medically significant), fallopian tube abscess (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, septic shock, sepsis, hypovolaemic shock, abdominal adhesions, genital haemorrhage, peritonitis, vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and cystitis outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube abscess, fatigue, female sexual dysfunction, genital haemorrhage, hypovolaemic shock, menorrhagia, peritonitis, salpingitis, sepsis, septic shock, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well.right essure coil (removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. (B)(6) 2011:impression: no sonographic abnormalities are seen within the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records salpingtis, abdominal abcess¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ("fallopian tubes abscessed leaking pus all over my intestines"), salpingitis ("perisalpingitis"), septic shock ("septic / septic shock / other injury(ies) or complication (s) please describe: septic"), sepsis ("sepsis / infection (other) describe: sepsis"), hypovolaemic shock ("hypovolemic / other injury(ies) or complication (s) please describe: hypovolemic"), peritonitis ("peritonitis / peritonitis"), abdominal adhesions ("lysis of adhesions / abdominal surgery / surgery (other) type of surgery: lysis of adhesions") and genital haemorrhage ("bleeding / abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2002, (B)(6) 2003, (B)(6) 2011), cystitis and haemorrhage in pregnancy. Previously administered products included for birth control: mirena from 2005 to 2010. Concurrent conditions included obesity, fever, pain in cervical spine, chronic rhinitis, migraine without aura, allergic reaction to analgesics, drug hypersensitivity, sulfonamide allergy, general anesthesia, drug hypersensitivity, allergic reaction to antibiotics (lorabid, penicillin, sulfa, morphine, adhesive tape), nonsmoker, tachycardia and uti. Concomitant products included intravenous ringers for sepsis and hypovolemia as well as mandelate calcium and methenamine since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced hypovolaemic shock (seriousness criterion medically significant), peritonitis (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion hospitalization). In (B)(6) 2011, the patient experienced septic shock (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue / fatigue") and cystitis ("increased bladder infections / infection (bladder/ urinary tract/vaginal) type: increased bladder infections"). On an unknown date, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube abscess, salpingitis, septic shock, sepsis, hypovolaemic shock, peritonitis, abdominal adhesions, genital haemorrhage, vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue and cystitis outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube abscess, fatigue, female sexual dysfunction, genital haemorrhage, hypovolaemic shock, menorrhagia, peritonitis, salpingitis, sepsis, septic shock, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well.right essure coil (removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. (B)(6) 2011:impression: no sonographic abnormalities are seen within the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records salpingtis, abdominal abcess.¿ most recent follow-up information incorporated above includes: on 25-apr-2018: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse), urinary problems, did not undergo confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.